Event description:
A patient was taken back to the operating room for removal of hardware and excision of heterotopic bone growth due to pain. During the removal surgery, the surgeon noted that both of the screws at the s1 level were broken.

Manufacturer narrative:
Product issue investigation is pending. Will provide additional information upon completion.